Event description:
Customer stated that the table was not functioning and began smoking. Nurse pulled fire alarm.

Manufacturer narrative:
The table did not burn; however, the controller and stepper motor overheated causing a burning smell. The smell caused the nurse to pull the fire alarm. The hospital's biomedical engineer (B)(6) stated that the nurse over reacted and should have just turned the table off and removed the table from the operating room. The table has been fixed and is currently in use at the hospital. The stepper motor controller and brake motor caused the smell and stopped working. After replacement of the brakes and motor controller and the table was fully operational. (B)(4) 2010.